Manufacturer narrative:
One tapered screw-vent implant with full mtx surface texturing and microgrooves (tsvtb11) was returned for investigation. Visual inspection of the as returned implant identified a fractured collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report device expiration, UDI number(B)(4), date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, and added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the head of the implant (tsvtb11) was fractured. The implant was removed and the site was grafted. Tooth location 12.